Event description:
Update revc'd (B)(4) 2014 - patient's medical records were received. There is no new information that would change the existing MDR decision.

Event description:
Clinical report states that patient dislocated on (B)(6) 2013 while bending over to pick up some wood and fell. The dislocation was treated with a closed reduction. Patient dislocated again on (B)(6) 2013 while sitting down and reaching forward to pick something up on the ground. Another closed reduction was performed. Update rec'd (B)(6) 2014 - patient was revised to address dislocation.

Manufacturer narrative:
Additional narrative:the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update rec'v 02/18/2014 - patient was revised to address dislocation. Update revc'd 03/07/2014 - patient's medical records were received and have been reviewed. From a medical perspective, based on the information available, the complaint is not product related. A need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.